Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav high-density mapping eco catheter and tip of spline had missing cover with exposed internal components. The tip of one of the pentaray nav high-density mapping eco catheter splines there appeared to be exposed internal components, missing electrode cover. This was discovered prior to patient use. The catheter was exchanged to continue. Additional information was received. There was physical damaged noted. The end of one of the splines was exposed. The catheter was never inserted into the body. The physician noticed the defect before insertion. The damage occurred at some point before insertion. The physician and staff believed it must have been before they opened the package. The sheath used was an 8 french versacross.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav high-density mapping eco catheter. The tip of one of the pentaray nav high-density mapping eco catheter splines there appeared to be exposed internal components, missing electrode cover. This was discovered prior to patient use. The catheter was exchanged to continue. Additional information was received. The catheter was never inserted into the body. The physician noticed the defect before insertion. The damage occurred at some point before insertion. The physician and staff believed it must have been before they opened the package. The device evaluation was completed on (B)(6) 2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the tip of one of the splines was found ripped off due to an external force with exposed wires. In addition, evidence of properly manufacturing assembly was observed. No other damage or anomalies were observed. An eeprom integrity test was performed, and it was confirmed that the device was used on (B)(6) 2024. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The exposed wire at the spline reported by the customer was confirmed. The potential cause of the damage on the spline cannot be determined, it could be related to the manipulation of the device during the opening of the box; however, this cannot be conclusively determined. The instruction for use (IFU) states: inspect the sterile packaging and catheter prior to use. Also, remove the catheter from its package and place it in a sterile work area. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 01-mar-2024. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).